Event description:
It was reported that the atrial lead had low impedance. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr implantable pulse generator, (B)(6) 2006.(B)(4).